Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and a haptic tore off. The surgeon enlarged the incision to remove the lens and another same model lens was attempted and same thing occurred. A third lens was implanted and no suture required. See MFR report number 2023826-2007-01392 for the other incident.